Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test and pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the pressure transducer printed circuit boards was replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer printed circuit board may lead to high pressure. The review of attached device's logs confirmed occurrence of pressure transducer test failure and internal leakage test failure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).